Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the home remote monitoring system for this device and right ventricular (rv) lead indicated a potential issue with the implanted system. Additional information indicated that high shock impedance measurement had been recorded. Subsequent measurements were within normal range. The system will continue to be monitored. There were no adverse patient effects reported.